Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Event description:
During follow-up, premature battery depletion was suspected on the device. Device replacement is anticipated. The patient was stable.

Event description:
Additional information received indicates the device was explanted and replaced.